Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four years ago from the date the manufacturer was made aware. D6b: explant date: four years ago from the aware date.